Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Additional information was solicited but unavailable.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include malaise, vomiting, headaches and high glucose levels. The patient was treated with insulin infusion at the hospital.

Manufacturer narrative:
Correction to section b5-describe event or problem from: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Additional information was solicited but unavailable. To: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include malaise, vomiting, headaches and high glucose levels. The patient was treated with insulin infusion at the hospital. Additional codes added to section h6 - adverse event problem health effect - clinical code e1032 vomiting e0116 headache e020204 malaise